Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a pod detachment handle. During preparation for the procedure, the physician tested the detachment handle by pulling the trigger; however, the detachment handle did not make the usual clicking noise and, therefore, it was not used. The procedure successfully continued using a penumbra coil 400 detachment handle.